Event description:
The account reported by medwatch a complaint that a 95 degree dcs plate was implanted in the pt in 2002 and broke post-operatively. Pt noticed non-painful popping in leg a few weeks after implantation. Popping became painful with weightbearing. X-ray showed the plate broke. The plate was removed in 2002.